Event description:
The customer reported there were problems with the vertical lift. No pt injury was reported.

Manufacturer narrative:
The service rep ordered and replaced the power supply. The system functions as intended.